Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was displaying an "error 1" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at 10:00am. The patient informed the csr that he does not take any medication to manage his diabetes and that he continued to follow his usual diabetes management routine when he was unable to obtain a blood glucose result due to the error message appearing. However, the patient reported developing symptoms of "couldn't get out of bed and felt sick" 60 to 90 minutes after the alleged issue started. In response to the symptoms, the patient claimed he attended the emergency room (ER) on (B)(6) 2015 at 11:00am where he was treated with 2 separate shots of insulin (unknown type and dose). The patient claimed a blood glucose reading of "700+ mg/dl" was obtained with the ER/hospital meter on arrival at ER. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia after the alleged meter error began to appear.